Manufacturer narrative:
Non healthcare professional. The device evaluation found rust inside the blade mount. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted."

Event description:
It was observed that during the device evaluation, the subject device exhibited rust inside the blade mount. There was no patient involvement.